Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on. The patient also alleged difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed as the patient no longer has the device. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on. The patient also alleged difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.